Manufacturer narrative:
An event of a residual shunt was reported. The results of the investigation are inconclusive since the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The following information comes from the abstract of the 47th japanese society of interventional radiology and the 13th international symposium of interventional radiology, 2018 may, vol.33, suppl., p-8-4 (p.309). Title: coil embolization for false lumens of chronic aneurysmal aortic dissection. The patient is a (B)(6) year-old woman and at (B)(6) years old, she developed acute aortic dissection, for which she underwent total arch replacement. Subsequently, the dissection of the residual distal arch and descending aorta enlarged to 62mm of the diameter. CT revealed there were two false lumens and a small true lumen. To close the entry site, she underwent tevar 6 months before. But because of residual type 1b endoleak, the descending aorta enlarged progressively. One of the false lumens was treated with an amplatzer vascular plug (model/lot unknown). Two weeks later a post-operative CT revealed residual type 1b endoleak so additional coils were added to exclude flow. The patient was discharged without evidence of paraplegia, and complete thrombosis of the false lumen was confirmed by post-operative CT. There is no information available regarding the model, lot number, the deployment date of this plug, the 0.035-inch detachable coils and the devices deployed in the additional embolization procedure. Patient specific information of patient identifier, birth date and weight are not available for this case. Any additional information is unexpected other than which is written in this literature.